Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (350 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Reportedly, customer has back up manual injections to for insulin therapy.